Manufacturer narrative:
Follow-up report submitted to document quality investigation results h3 other text : device not returned.

Event description:
It was reported that device produced metal fragments that fell in the operating site during use in a procedure. No further information was provided by the user facility.

Manufacturer narrative:
H3 other text: at this time device is not being returned.

Event description:
It was reported that device produced metal fragments that fell in the operating site during use in a procedure. Attempts are being made to obtain additional information from the user facility.